Event description:
A (B)(6) year old male patient's nurse contacted zoll customer support to report replace belt messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (add gel/replace belt messages) was confirmed. Upon investigation, the distribution node (dn) to rear therapy electrode (te) cable was pulled from strain relief. The cause for the alarms was the damaged cables. The root cause of the damaged cables could not be positively identified, but was likely excessive force. No adverse event resulted from the defective electrode belt. The patient was issued a replacement electrode belt.